Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had a recoverable error 48245. The customer rebooted the system, but the issue still persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error log and found error 48245 reported multiple times. The tse guided the customer for reseating the lamp module. The customer confirmed the issue persist after reseating. The tse suggested the customer use a third-party light source in order to continue. The procedure was converted to laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was identified during procedure and ports were placed. The system was inspected prior to use. The procedure was converted to laparoscopy. There was no report of patient harm, injury, or adverse outcome. The customer did not have a compatible third-party illuminator; therefore, the procedure was converted to laparoscopy.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the illuminator to resolve the customer reported issue. The system was tested and verified as ready for use. The illuminator was returned to isi for failure analysis (fa). Fa investigation confirmed and replicated the customer reported complaint. Fa noted that visual inspection revealed the fans were very dusty and there was no lamp module inside. Fa then installed the illuminator into printed circuit assembly (pca) system and it failed testing, with an error 48245, displayed.